Event description:
It was reported that a patient underwent an explant procedure on (B)(6) 2015 due to pain. The removed hardware, which consisted of a nail, one end cap, and two (2) locking screws, was originally implanted approximately ten (10) years ago. The devices were all removed intact and the original fracture reportedly healed. The procedure was completed with no reports of surgical delay. Patient postoperative status is said to be ¿fine.¿ this report is 2 of 4 for (B)(6).

Manufacturer narrative:
Patient identifier is (B)(6). Patient weight is reported as (B)(6). Onset date of postoperative pain is unknown. The original implant procedure occurred on an unknown date approximately ten (10) years ago. Per facility, the complainant parts were returned to the patient and are not available for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.